Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. Device was implanted.

Event description:
It was reported that expired t2 end cap was implanted.

Manufacturer narrative:
Referring to the reported event the set screw, recon t2 recon is stated to be the subject product. No further associated products were reported. The implant was not returned to stryker (B)(4) since the issue is about an exceeded expiry date and physical examination was not required. Review of the device history records of the device reported did not indicate any conspicuities; the DHR contain a copy of the label set (label for packaging and patient record label). All labels indicate end of shelf life by (end of) december 2014 (nominal value). The device reported was documented as faultless prior to distribution. In the case presented an apparently expired set screw, recon t2 recon was used in surgery, which is considered off-label use. The expiry date is always to be noticed on the label of each sterile product. The sterility expiration date was exceeded since 1 year and 21 days (expiry date on label: december 31, 2014; date of event: (B)(6) 2016). Since the reported set screw, recon t2 recon was on consignment at the time of surgery, the distribution center is responsible for the exceeded expiry date which should have been noticed prior to surgery. Evaluation indicates the event being an error on part of the distribution center. The principal engineer, quality distribution and field ops (stryker (B)(4), USA) was informed about the case in order to address the issue. Real aging tests performed with stryker implants in 2007 reveal that there is a safety tolerance; implants with exceeded expiry date were checked more than 1 year overdue and considered still sterile subsequently. A medical consultation in a similar case (a nail has been implanted approx. 6 months after expiry date) revealed that any such situation does not require medical intervention and a risk for the patient is not to be expected. The expiry date is a theoretical date which offers a high level of safety and the risk of an infection caused by a simple transgression of the expiry date is negligible. Evaluation revealed evidence that the event is not linked to a deficiency of the device but is rather related to off-label use (error on part of the distribution center). No non-conformity in terms of product quality was identified.

Event description:
It was reported that expired t2 end cap was implanted.